Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and tamponade occurred. A mapping and ablation procedure was being performed for atrial fibrillation (af) with an intellamap orion high resolution mapping catheter and a non-boston scientific 8.5 f sheath. The physician ablated the left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) with no problems. He took the orion to recheck the vein post ablation. The orion was closed when trying to locate the lspv. The orion catheter had gone out just at the base of the atrial appendage when trying to get into the lspv. No resistance was felt while maneuvering the catheters. A hole was seen on echocardiogram and the patient had tamponaded. A pericardiocentesis kit was used immediately to aspirate the blood from the pericardium. The patient was stable but sent to open heart surgery to seal the hole.